Event description:
Siemens became aware of a malfunction that occurred while operating the mobilett xp system. On june 26, 2024, siemens received information from the user that the operators were experiencing an electric shock like sensation when touching the system handle. No further information regarding this event was available, and it was initially classified as not reportable. It was assumed that the sensation was caused by electrostatic discharge. On july 2, 2024, additional information was received that the ground wire of the main cable was broken. It was then decided to report the issue, since a hazardous situation could not be excluded in case a second fault condition was present in the system. It was confirmed that there are no injuries related to this event.

Manufacturer narrative:
Investigation of the event is on-going. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Siemens has completed an investigation of the event. It was stated that the component cable winder (india - 11433592) was defective and a ¿mild shock¿ issue occurred. The investigation showed that the earth protective cable inside the cable winder was broken. According to the information received from the service organization, the affected part was already exchanged. After replacement, all related measurements were passed including leakage current and protective earth measurement and no further similar issue was communicated during monitoring phase in the following month. The affected part was requested for a root cause analysis but was not available. Therefore, the investigation result is based on the received information and data. No other defect was found on the system that might have caused an electrical shock. Since the service technician described the incident as ¿mild shock,¿ an electrostatic discharge is most likely suspected. The last maintenance was performed in february 2024. As part of this maintenance the service technician also checked the cable winder. No issue was found in accordance with the maintenance protocol. Furthermore, the leakage current was measured without any deviations. It was not possible to determine what caused the damage of the cable winder. Shs internal post market surveillance does not indicate a general problem with the spare part.